Event description:
It was reported that the user experienced a low blood glucose of 62 mg/dl a few hours after a dinner meal announcement while using the ilet bionic pancreas, with log review suggesting the post-meal glucose did not rise and that the user may have consumed fewer carbohydrates than announced. Symptoms were not reported. Outcomes included self-treatment with oral carbohydrates, resulting in recovery to 94 mg/dl, with no medical intervention or hospitalization. Investigation included review of available device and glucose logs and user coaching on managing announced meals and supplementing carbohydrates if the meal is unfinished. Investigation of this case revealed no device malfunction, with findings consistent with insulin action exceeding carbohydrate intake due to possible incomplete meal consumption. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate and consistent with user-related factors and use-environment. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.